Event description:
Follow-up information indicated pateint experienced severe endophthalmitis four dats following right eye cataract extraction, "ac" intraocular lens implantations and anterior vitrectomy. Patient cultures returned as no microbial growth. Treated for seven days with intravitreal and oral medications. Prognosis not reported.